Manufacturer narrative:
On 9-21-2016 an ocd field engineer (fe) arrived at the customer site and replaced the reader camera and performed the camera adjustments. Final camera reading is 109 within the acceptable range of 101 to 128. The customer ran and verified that the controls were in range. Repairs have returned this instrument to expected operation.

Event description:
The customer reported false positive results on the ortho provue analyzer for donor retypes testing. No incorrect results were reported. (B)(4).